Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff could expose a pt to the risk of aspiration of gastric contents and a reduction in ventilation pressure. In the past, there have been cases of serious injuries and even fatalities reported to the FDA by other manufacturers as a result of a leaking ett/tt cuff. Whilst the potential for a serious injury is high, the likelihood of occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the pt may require a complete re-intubation. When carried out in expert, experienced hands, this procedure has a low incidence of serious complications. Reported to the FDA on february 28, 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: market country: (B)(6). Complaint description: tt slipped off after 7 days in use because of cuff leakage. No harm or injury to pt.